Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported information on behalf of the patient. It was stated that the patient had pain in their right flank, and rib cage that started 1-2 days after they were implanted. There were no falls, or abrupt movements reported. A fluoroscopy shot was done at the clinic, which documented that the patient¿s right lead had gone anterior. The patient was reprogrammed without right lead off. It was stated that they have back and left leg coverage with the left lead; immediate relief was noted. The patient¿s right lead may possibly be revised, but nothing is scheduled yet. The patient was implanted for chronic low back pain and spinal pain.

Manufacturer narrative:
Continuation of d10: product ID 977a160, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6)2017, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2023-dec-06 information was received from a patient (pt) via healthcare provider (hcp) who was implanted with an implantable neu rostimulator (ins). It was reported that the reason for call was hcp called to get MRI information for pt. Technical services (tss) reviewed MRI information. During call, caller indicated the pt said their scs device had not worked in 5-6 years. No more details were known about scs device not working. On 2023-dec-06  additional information was received from the patient (pt).  It was reported that they turned their implant off a year after they were implanted because it never worked. Pt said they had not used their equipment in 6 years. Pt now needs an MRI and they won't do it. Reviewed MRI info. Pt was redirected to healthcare provider. On 2024-feb-16 additional information was received from the patient (pt). The pt reported the device never worked. The lead wrapped around their spinal cord causing severe pain. The wire lead was replaced with a paddle lead. After numerous tries to make it function, it did not work and they gave up. Pt cannot afford to have the device removed, but they need an MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.